Event description:
In 2009, the patient reported, he discovered a large air bubble in his insulin cartridge after he changed and primed the cartridge. He said he attaches the adapter to the tubing prior to inserting the cartridge and adjusts the piston rod of his infusion device after inserting the cartridge. He was advised to adjust the piston rod prior to inserting the cartridge. The patient was unable to prime the air bubble out, so he was advised to insert a new cartridge. The patient disconnected from his infusion device, adjusted the piston rod to 308 units, and inserted the cartridge. He primed the infusion set and stated there were no bubbles in the cartridge or tubing. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.